Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-nov-2019. The most recent information was received on 29-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('right side - the spring broke twice') and bipolar disorder ('relapse of bipolar disorder') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back and lumbar pain"), arthralgia ("joint pain"), migraine ("migraine"), abdominal distension ("abdominal bloating") and depression ("depression"), 1 year 6 months after insertion of essure. In (B)(6) 2019, the patient experienced bipolar disorder (seriousness criterion hospitalization). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("a small fragment of the spring may still remain on the right side"). The patient was hospitalized on (B)(6) 2019. The patient was treated with surgery (bilateral salpingectomy for withdrawal of essure contraceptive implants on (B)(6) 2019 and rather deep and haemorrhagic cornuectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, back pain, arthralgia, migraine, abdominal distension, depression and complication of device removal outcome was unknown and the bipolar disorder had not resolved. The reporter considered abdominal distension, arthralgia, back pain, bipolar disorder, complication of device removal, depression, device breakage, migraine and pelvic pain to be related to essure. The reporter commented: events were continuous, increased during sports practices and sexual intercourse. Significant relapse of bipolar disorder (B)(6) 2019 (mixed thymic state all summer). Hospitalised in a psychiatric clinic since (B)(6) 2019 and still in hospital, on sick leave since (B)(6) 2019. Extract of surgical report: implant recovered in whole from left side - right side: the spring broke twice - rather deep and haemorrhagic cornuectomy without certainty as to the recovery of the entire distal part - schedule an abdominal x-ray because a small fragment of the spring may still remain on the right side. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, update of FDA codes was required. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We conducted a review of our complaint records and other nonconformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-nov-2019. The most recent information was received on 29-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('right side - the spring broke twice') and bipolar disorder ('relapse of bipolar disorder') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2016, the patient had essure inserted. On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back and lumbar pain"), arthralgia ("joint pain"), migraine ("migraine"), abdominal distension ("abdominal bloating") and depression ("depression"), 1 year 6 months after insertion of essure. In (B)(6)2019, the patient experienced bipolar disorder (seriousness criterion hospitalization). On (B)(6)2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("a small fragment of the spring may still remain on the right side"). The patient was hospitalized on (B)(6)2019. The patient was treated with surgery (bilateral salpingectomy for withdrawal of essure contraceptive implants on (B)(6)2019 and rather deep and haemorrhagic coronectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, device breakage, back pain, arthralgia, migraine, abdominal distension, depression and complication of device removal outcome was unknown and the bipolar disorder had not resolved. The reporter considered abdominal distension, arthralgia, back pain, bipolar disorder, complication of device removal, depression, device breakage, migraine and pelvic pain to be related to essure. The reporter commented: events were continuous, increased during sports practices and sexual intercourse. Significant relapse of bipolar disorder (B)(6)2019 (mixed thymic state all summer). Hospitalised in a psychiatric clinic since (B)(6)2019 and still in hospital, on sick leave since (B)(6)2019. Extract of surgical report: implant recovered in whole from left side - right side: the spring broke twice - rather deep and haemorrhagic coronectomy without certainty as to the recovery of the entire distal part - schedule an abdominal x-ray because a small fragment of the spring may still remain on the right side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We conducted a review of our complaint records and other nonconformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('right side - the spring broke twice') and bipolar disorder ('relapse of bipolar disorder') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back and lumbar pain"), arthralgia ("joint pain"), migraine ("migraine"), abdominal distension ("abdominal bloating") and depression ("depression"), 1 year 6 months after insertion of essure. In (B)(6) 2019, the patient experienced bipolar disorder (seriousness criterion hospitalization). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("a small fragment of the spring may still remain on the right side"). The patient was hospitalized on (B)(6) 2019. The patient was treated with surgery (bilateral salpingectomy for withdrawal of essure contraceptive implants on (B)(6) 2019 and rather deep and haemorrhagic cornuectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, back pain, arthralgia, migraine, abdominal distension, depression and complication of device removal outcome was unknown and the bipolar disorder had not resolved. The reporter considered abdominal distension, arthralgia, back pain, bipolar disorder, complication of device removal, depression, device breakage, migraine and pelvic pain to be related to essure. The reporter commented: events were continuous, increased during sports practices and sexual intercourse. Significant relapse of bipolar disorder (B)(6) 2019 (mixed thymic state all summer). Hospitalised in a psychiatric clinic since (B)(6) 2019 and still in hospital, on sick leave since(B)(6) 2019. Extract of surgical report: implant recovered in whole from left side - right side: the spring broke twice - rather deep and haemorrhagic cornuectomy without certainty as to the recovery of the entire distal part - schedule an abdominal x-ray because a small fragment of the spring may still remain on the right side. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.